Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead was returned and analyzed and no anomalies were found. The defibrillation conductor was distorted and there was blood in/on the helix/lobe mechanism. Damaged at implant. The device is part of the advisory for this model.

Event description:
It was reported that during the implant procedure the lead shocking coil unraveled. The lead was not implanted. No patient complications have been reported as a result of this event.

Event description:
It was reported that during the implant procedure, the lead shocking coil unraveled. The lead was not implanted. No patient complications have been reported as a result of this event. Edit 2010: it was reported that during the implant procedure, the lead shocking coil unraveled. The lead was not implanted. No patient complications have been reported as a result of this event.

Event description:
It was reported that during the implant procedure the lead shocking coil unraveled. The lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.